Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-2324kbcc biocomposite knotless swivelock anchor had an issue. During a shoulder arthroscopy with a rotator cuff repair procedure, when the anchor was being inserted, the eyelet broke off inside the patient, and all fragments were removed. Another ar-2324kbcc biocomposite knotless swivelock anchor with the same lot number was used to complete the procedure successfully with no patient harm. A slight case delay of 5 minutes was reported. The device was discarded, and no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.